Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to use a 6mm spider fx embolic protection device during treatment of a calcified fibrous lesion in the patient¿s common carotid artery. Mild vessel tortuosity and moderate vessel calcification were reported. A 5.5fr non-medtronic sheath and a 0.014in non-medtronic guidewire were used. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The vessel was pre and post-dilated. A right ba approach was used. The spider fx device and the non-medtronic guidewire were advanced to the stenotic lesion of the internal carotid artery. After wire passage, the spider fx dual-end catheter was positioned approximately 4 to 5 cm distal to the stenotic lesion, and the non-medtronic guidewire was removed. Thereafter, when the spider capture wire was advanced, the capture wire could no longer be advanced, possibly because the dual-end catheter had kinked due to kinking of the 5.5 fr non-medtronic sheathless guiding catheter. Although it was pushed forcefully, it did not advance, and the attempt was abandoned. After the spider fx device was removed, a new spider fx of the same size was taken out, and in addition, the kinking of the n on-medtronic sheathless guiding catheter was also resolved, and the newly taken out spider fx device was deployed without issue. Thereafter, when intracranial angiography was performed, it was confirmed that a foreign object was visible intracranially. When the fi rst spider fx device that had been removed was examined, it was confirmed that the marker band of the dual-end catheter was missing, and it was concluded that the retained object in the body was the marker band of the dual-end catheter. Because the marker band of the dual-end catheter had migrated quite distally intracranially, removal was abandoned. Cas was performed as usual, and a stent was placed, and the procedure was completed. No patient complications have been reported as a result of this event.